Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer called in to report a low battery alert after receiving a new battery cap. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alerts or weak battery alarms were noted. The pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies per visual inspection. The pump was received with the back light functioning properly. The pump had minor scratches on the lcd window.